Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never called her in for her 3 months dye test" in (B)(6) 2012 and device ineffective "device ineffective". The patient's medical history included pregnancy. Concurrent conditions included degenerative joint disease, sciatica, muscle spasm, obesity, uterine fibroids, photosensitivity reaction nos, allergic rhinitis and uterine leiomyoma. Concomitant products included baclofen, hydrocodone bitartrate; paracetamol (vicodin) since (B)(6) 2017, ibuprofen since 2014 and medroxyprogesterone acetate (depo provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menstruation irregular ("irregular menstrual cycles") and amenorrhoea ("no period for one year"). In 2012, the patient experienced pelvic pain ("pain in my pelvic/pelvic pain/ pain"), migraine ("migraines"), depression ("always depressed"), headache ("really bad headache"), back pain ("lower back pain"), allergy to metals ("nickel allergy"), vaginal discharge ("abnormal, vaginal discharge"), urinary tract infection ("uti"), anxiety ("anxiety") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced dental caries ("dental problems: decayed") and tooth fracture ("broken teeth"). In (B)(6) 2018, the patient experienced rash ("rashes or skin conditions type: underarms, legs"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), feeling abnormal ("dont feel like myself anymore"), uterine pain ("pain in the uterus"), arthralgia ("joint pain"), medical device pain ("essure had caused so much pain"), abdominal distension ("I look like I'm pregnant"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nervous system disorder ("neurological conditions or problems") and abdominal pain lower ("lower abdominal pain"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, feeling abnormal, arthralgia, medical device pain, depression, headache, abdominal distension, back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, rash, bladder disorder, urinary tract disorder, amenorrhoea, dental caries, nervous system disorder, fatigue, dysmenorrhoea, alopecia, tooth fracture, nausea and abdominal pain lower outcome was unknown and the pelvic pain, weight increased, uterine pain, migraine, allergy to metals, vaginal discharge and menstruation irregular had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, medical device pain, menorrhagia, menstruation irregular, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, rash, tooth fracture, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer reported that she had the essure implanted in 2012 after her daughter was born. Plaintiff sought medical attention for her symptoms. She still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results: hcg negative. The following information was received from social media miscarriage, device ineffective, pregnancy. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- miscarriage, device ineffective, pregnancy. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.